Event description:
It was reported that the patient had an electrocardiogram (ECG) the day prior to the report. On the day of the report she was feeling crummy and was having trouble walking and moving. The patient inquired whether the ECG could turn off the implant. It was also reported that there was a lost or stolen patient programmer. The patient would continue to look for it and call back if she could not find it. The patient called their health care professional (hcp) and left a message. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 389s-40, lot# va0gpw5, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0gpw5, implanted: (B)(6) 2014, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).